Event description:
Reporter rec'd the er1 message. Reporter checked confirmation dot, which was dark, but closer to mid-range. Reporter had felt, at this time, that her blood glucose might be running a little high. Reporter retested after contacting her diabetic support center and got a blood glucose reading of 300 mg/dl, they had recommended ensuring the test strip was fully inserted. Normal for reporter is 200-300 mg/dl. Reporter's doctor recommended she change meters.